Manufacturer narrative:
The customer indicated the device was discarded. Instructions for use for this device states: "prepare a collapsible i.v. Solution bag by extracting all air from the bag. If heparinizing, add heparin prior to air removal. Caution: if an air-free solution source is not used (i.e. Air is not extracted from the bag) air may be forced into the monitoring line when solution is exhausted."

Event description:
The customer contact reported an adverse event while the device was in use. The monitoring kit was being used to deliver heparinized saline with an unspecified concentration of papaverine. A pressurized administration cuff was placed on the solution container. During the third day in use, the container emptied and an unspecified amount of air was reportedly delivered to the patient. It was reported that the air was not removed from the solution container prior to use. The customer contact stated the "nurse let the bag run dry and air was administered to the patient." At an unspecified time following the reported event, the patient was reported to be seizing and was treated with two unspecified doses at ativan and oxygen at an unspecified flow rate. At an unspecified time later that day, two CT scans were completed, which found an air embolism located in the "right parietal region." Two days later, an MRI was completed, which was negative for an air embolism. There were no reported adverse patient sequelae. Though requested, no additional information was provided.